Event description:
It was reported that the patient presented in hospital for an unrelated procedure. Upon review it was noted that the pacemaker exhibited intermittent undersensing. Programming changes were performed. The patient was in stable condition.